Event description:
A user facility biomedical technician (bmt) reported there was an air detector alarm occurring in dialysis post-treatment mode with the patient still connected. The facility staff reported that they were unable to return the blood to the patient post-treatment and couldn't empty the blood lines. The staff stated the blood just moved back and forth in the lines and did not flow properly to return the blood to the patient. No adverse reactions with the patient; patient completed treatment on the device. The blood loss was approximately 60cc. The staff changed the blood lines and the problem still occurred. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported there was an air detector alarm occurring in dialysis post-treatment mode with the patient still connected. The facility staff reported that they were unable to return the blood to the patient post-treatment and couldn't empty the blood lines. The staff stated the blood just moved back and forth in the lines and did not flow properly to return the blood to the patient. No adverse reactions with the patient; patient completed treatment on the device. The blood loss was approximately 60cc. The staff changed the blood lines and the problem still occurred. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.